Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. This ICD was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field b3: date of event was updated to (B)(6) 2021. The returned implantable device was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Having met the engineering longevity prediction functionally passed all returned product testing, and with no further information to indicate a product performance issue, it was concluded that this device experienced normal battery depletion.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. This ICD was explanted and successfully replaced. No additional adverse patient effects were reported.